Event description:
It was reported by the field clinical representative that this right ventricular (rv) lead exhibited an insulation breach. As a result, this rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.